Event description:
It was reported that the patient presented to the clinic for follow up, high impedance was observed on the right ventricular lead. The lead was explanted and replaced. The patient's condition before and post procedure was stable.